Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there were back extruded staples. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was applied on over indicated tissue. It was also reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the single use loading unit (sulu) cartridge of the instrument was received broken or damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always determine the tissue thickness and select an appropriate staple size prior to application of the stapler. Ensure to select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left kidney transplant, the device worked after firing until opening the jaws, but staples did not come out from the cartridge, and stayed clamping the renal artery. The surgeon double-clipped the central side, and transected the renal artery with scissors to remove the device from the tissue. After that, a new stapler was taken out and was able to manipulate on the renal artery as usual.